Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was down and stuck on blue screen. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station has blank screen. A field service engineer tested the station with a different wall plug, confirmed pyxis application launched, observed the power supply fan moving slowly, installed a new power supply module, and verified proper operation. The system functioned as intended after the field service engineer repaired the device.